Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save to disk. There are no stored episodes and v- sensing integrity counter (sic) count is very low. Impedance values are within the expected range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead showed noise, sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes. During replacement of the lead the physician pointed out possible damage on the lead. The physician determined the lead was almost or already fractured. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.